Manufacturer narrative:
(B)(4). Reported event was confirmed by visual inspection of the returned device. Device history record (DHR) was reviewed and no discrepancies were found. The cause of the failure has been confirmed as the instrument being worn beyond its serviceable life. It can be concluded that the instrument returned in this evaluation was conforming to pre-defined drawing specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During a partial knee arthroplasty the drill bit fractured. No fragment fell in the patient's wound. Another drill bit was used to complete the procedure.